Manufacturer narrative:
H3: product analysis of product: 2990003, lot: nm17b036 visual and microscopic examination revealed the tip of the instrument is bent from what appears to be overload. This is consistent with bend stress overload. This regulatory report is being submitted due to retrospective review. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having maximum access surgery transforaminal lumbar interbody fusion (mas tlif) spinal therapy for degenerative disc disease (ddd). It was reported that for the right tube, the distal end is bent or flaring out and for the capstone inserter, when trying to attach to the implant, the threads are not capturing the implant so cannot attach. There were no patient symptoms reported. There were no further complications reported regarding the event.